Event description:
It was reported that the patient had his ams700 inflatable penile prosthesis reservoir replaced with a 65ml spherical reservoir due to fluid loss. No patient complications were reported in relation with this event.

Manufacturer narrative:
Device analysis: fluid loss was reported. The ams700 reservoir was visually inspected and functionally tested. No leak was found. The reservoir performed within specifications. Returned to manufacturer date.

Event description:
It was reported that the patient had his ams700 inflatable penile prosthesis reservoir replaced with a 65 ml spherical reservoir due to fluid loss. No patient complications were reported in relation with this event.

Manufacturer narrative:
Returned to manufacturer date.

Event description:
It was reported that the patient had his ams700 inflatable penile prosthesis reservoir replaced with a 65ml spherical reservoir due to fluid loss. No patient complications were reported in relation with this event.